Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device was unable to discharge.

Manufacturer narrative:
The remote service engineer (rse) conducted a remote evaluation of the device and identified a hardware issue, which led to failure of the operational check, indicating that discharge could be performed. Since the equipment is no longer under warranty, and the customer is unwilling to proceed with follow-up actions. The device remains at the customer site and no further evaluation is warranted at this time.